Manufacturer narrative:
Final analysis found that the pulse generator exhibited elective replacement indicator (eri) due to normal battery depletion.

Event description:
It was reported that the pulse generator exhibited premature battery depletion with an estimate longevity of 0.50 years remaining. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.